Event description:
It was reported by pt that he underwent a total hip replacement in 2006, utilizing a durom acetabular cup. Post-op, patient experienced pain and was revised in 2008, and loosening of the cup was noted.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.